Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. Based on the reported event, it is presumed that the reported complication was not due to the malfunction of the device.

Event description:
On (B)(6) 2020, olympus medical systems corp. (Omsc) received literature titled ¿endoscopic sphincterotomy to prevent post-ercp pancreatitis in patients with biliary neoplasms: a multicenter retrospective cohort study¿. In the literature, it was reported that seven patients occurred severe post-ercp pancreatitis (pep). The severe pep was defined as over 10 days of hospital treatment, surgical or intensive treatment, or where pep contributed to the death of the patient. The literature indicated that papillotomy knife (clevercut, kd-v411m-0720), 3d-idus probe (um-dg20-31r), and biopsy forceps (fb-38w or fb19n-1) might be used for the procedure. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Therefore, omsc will submit 3 medical device reports (MDR) for every type of the device. This report is 2 of 3 reports for severe pep of um-dg20-31r.